Event description:
It was reported that the cartridge O-ring was missing. The customer confirmed the O-ring was not located on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.¿The event date listed on B3 is reflective of the time zone of the country of the event¿.